Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, at the time of passing the fast fix, t1 was out of its place and when it was activated it did not work and the two implants , t1 & t2, were detached. Procedure finished with s&n backup device. Surgical delay of less than or equal to 30 minutes. No further complications were reported due this event.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during an arthroscopy procedure, t1 and t2 on the fast-fix were detached. Both t's were removed from the meniscus using a grasper and a cutter. This happened with 2 units of the same lot. The procedure was finished with a s&n backup device. Surgical delay of less than or equal to 30 minutes. No further complications were reported due this event.

Manufacturer narrative:
Part of the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was returned outside of original packaging. The anchors and suture were not returned with the device. The actuator tip is in the t1 pre-deployment position. The needle shaft has been bent. A functional evaluation revealed the actuator tip and deployment knob function as intended. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.